Event description:
It was reported that the patient with chronic atrial fibrillation with a rapid ventricular response experienced inappropriate high voltage therapy and inappropriate antitachycardia pacing. The patient presented via merlin.net transmission. Upon review, the implantable cardioverter defibrillator provided therapy as a result of inappropriate programming. Programming changes were discussed. No intervention was performed. No further information was available.